Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned for evaluation as it remained implanted after the valve in valve procedure. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from canada, edwards received notification that an 80-year-old patient with this valve model 7000tfx29 implanted in the mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of fourteen (14) years and eleven (11) months due to calcific degeneration leading to the immobility of two leaflets. A 29 mm transcatheter was successfully implanted within the pre-existing valve. During the valve-in-valve procedure, the balloon burst, resulting in a cutdown of the right femoral vein. The patient was noted to be in stable condition.